Manufacturer narrative:
(B)(4) date sent: 2/6/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 693d60. Investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only anvil half washer was received and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. During the functional test, an attempt to reset the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and slightly cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from reset. After disassembly, the device was tested for functionality and it was manually assisted. The device was fired with a test washer and anvil formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 693d60, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: 1. Was the battery plugged in fully with backlight lit? 2. Could you please clarify if device was able to activate? 3. If yes, could you please clarify if the firing speed was affected? Apologies, I was not in the case and so this is all the information I have. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the powered circular stapler lost power while we were about to do the anastomosis. Had to replace battery. No patient consequences were reported.